Manufacturer narrative:
The device has not been returned for evaluation and no visual images have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) hospital in (B)(6). The complaint alleges there was embedment of the filter and a failed retrieval surgery on (B)(6) 2018. The filter remains implanted today. Argon¿s attorneys are attempting to gather additional information.